Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to 0 voltage. A review of the downloaded share log was performed and a pairing failure was found in the log within the investigation window. The customer complaint was confirmed because there was an indication of a transmitter pairing failure. The root cause of the pairing failure was determined to be a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.